Event description:
Patient undergoing total right knee replacement. During surgery, an im drill was used to open the canal in the proximal femur. At that time on withdrawal of the femoral canal it could be seen that the tip had broken off within the canal. The introitus of the femoral area was slightly opened with a larger drill bit and then visualization could not be seen within the canal itself with a penlight. Fluoroscan was then brought in and a pituitary rongeur then placed within the canal. Under direct fluoroscopic visualization this was removed and the drill bit removed in one piece. The fluoroscan of the femoral canal showed no evidence of retained fragments. There was no patient harm. The physician noted in his report that several drill bits for the femoral im drill broke within and there was retrieval done under fluoroscan.